Event description:
The report received, indicated that the distal tip became separated from the rest of the catheter and the patient had to go into surgery to have the diagnostic tip of the catheter removed. The patient is reportedly doing fine.

Manufacturer narrative:
Device history record (DHR) review was conducted, and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.